Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/17/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one dispensed suture of product code j433 was received for evaluation. Clip off defect could be observed in the sample. The visual inspection concluded that the suture end is severely cut. The functional test could not be performed. The clip off defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Photo analysis: h3 investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an paper led and , an empty labeled winding former, a dispensed suture and three detached needles of product code j433 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code j433 was received for evaluation. Clip off defect could be observed in the sample. The visual inspection concluded that the needle detached from the suture, the barrel hole was examined under 20x magnification and remnant suture was noted, the suture end is severely cut. The functional test could not be performed. The clip off defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through quality system. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that twenty-two unopened samples of product code j433 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pmk619 , and no non-conformances related to the reported complaint condition were identified. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull-off occurred? Unk. Note: events reported in 2210968-2021-04688, 2210968-2021-04689, and 2210968-2021-04690.

Event description:
It was reported that a child underwent a procedure for a fracture on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off the needle. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.